Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. The customer was unsure of the exact amount of insulin that the cartridge had been filled with, but believed it was a full syringe. There was no impact to the customer's blood glucose level. Reportedly, the customer loaded a new cartridge successfully.